Event description:
The customer reported they could only see 1/3rd of the display screen. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported they could only see 1/3rd of the display screen. There was no report of pt involvement. The device was evaluated at philips and the issue was verified. The lcd display was found to be defective. Replacing the lcd display resolved the reported issue. The device passed testing and was returned to the customer.